Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault was most likely caused by the accidental bumping of the robotic arm since the second planned procedure of the day was completed without any system faults. As of may 9, 2005, no additional recurrences of this failure mode have been reported at this site.

Event description:
It was reported that during a surgical procedure, the system setup joint or patient side manipulator was accidentally physically moved by operating root staff during "follow mode" and the system generated a critical fault error which the customer could not recover from. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery. In order to use the system for the second planned procedure of the day, the system sterile adapters had to be removed and the system restarted to clear the fault. The surgeon completed the second planned procedure of the day using the system and did not experience any faults.